Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The device memory had no time stamp for the elective replacement indicator. Eol was tripped due to several charge timeouts. Review of stored episodes revealed lots of noise that is indicative of MRI exposure. Review of the battery voltages during the charge timeouts noted that the battery voltage was higher than expected when the charge timeouts occurred. This is also indicative of exposure to MRI. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. Diagnostic evidence indicates the sudden transition to eol was induced by exposure to MRI.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that at the last follow-up, the device was indicated midle of life. Six months later, the device had declared end of life (eol). The device was explanted and replaced under suspicion on premature battery depletion. No adverse patient effects were reported.